Event description:
Patient had a balloon kyphoplasty procedure at t6 level for a painful vertebral body fracture. During the procedure, the treating physician observed that bone cement had extravasated into the spinal canal. A post-procedure CT scan confirmed the extravasation of the cement and revealed a previously undiagnosed metastatic cancer eroding the posterior vertebral wall. The treating physician decompressed the spine and removed malignant tissue. The patient is left with a paraplegia. The treating physician is hopeful the patient will recover at least partial function of the legs.